Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint - litigation papers allege on or about (B)(6) 2009 to present, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain and discomfort in his left hip causing potential unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. The patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. Patient has not yet scheduled an explantation of the asr hip implant. Update 7/29/2016 - sales rep reported patient was revised due to elevated ion levels. Part numbers were updated for cup and head. Stem and sleeve were added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.